Event description:
It was reported, the video system center had no image. The issue is unknown, as to when it occurred. There were no reports of delay, patient harm, injury or death. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Since the subject device was not returned to legal manufacture, the reported event cannot be confirmed neither the condition of the device. Therefore the root cause could be determined. However, it was later reported that this problem was not related to the cv-1500. Olympus will continue to monitor field performance for this device.